Event description:
It was reported that during the use of the product, the customer found difficulty performing a suction through the suction line. They suspected the inside of the connection part (where the tube and the suction line were connected) was smaller than normal. No patient injury or adverse effects occurred. No additional information is currently available for this complaint.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Photos received: three photos were included in agile attachments for evaluation; no anomalies were observed. Samples received: eight samples were received in unused conditions within original package. Visual inspection results: no defects were found. Functional testing: suction line from returned samples were connected to a machine to identify anomalies in suction line. Results: test has passed successfully; complaint was not confirmed. No problem was found with the device. Root cause cannot be determined since the reported failure mode was not confirmed for returned samples received for evaluation. No action taken was performed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.